Event description:
It was reported that a user of the ilet bionic pancreas paired a new dexcom g6 transmitter after initially entering only the sensor code and not the new transmitter serial number, and after assistance the transmitter paired and the user could view glucose values; while on the call the user¿s glucose was high and a fingerstick measured 325 mg/dl, which was entered to calibrate the sensor. Symptoms included hyperglycemia with decreased vision. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.